Event description:
This tube entered the pt's trachea, slipped past the pt's trach cuff, and eventually perforated the pt's right lung during insertion. At no time during the insertion was any difficulty encountered. The pt developed a tension pneumothorax requiring pleural tube insertion.